Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging obtaining an inaccurate high blood glucose result of "139 mg/dl" compared to their cholesterol ldx reading of "106". At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. The reporter also alleged obtaining an inaccurate high blood glucose result of "142 mg/dl" compared to their feelings and/or normal readings. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range.